Event description:
Philips received a complaint by the customer on the v60 indicating that the original u-stand had worn spots on the rubber casters, and the cart did not roll. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the original u-stand had worn spots on the rubber casters, and the cart did not roll. The remote service engineer (rse) advised the customer that the u-stand and associated parts are no longer available, and the v60 would need to be converted to a newer style stand to correct the issue. The rse also gave the customer the instructions and provided the customer with the part number of the replacement v60 stand partially assembled, bottom foot kit, and retention plate per the v60 manual. Resolution and disposition are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.